Event description:
Revision surgery - due to the shoulder being too tight and the patient had limited range of motion.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after a year of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 108th complaint for this product (1 functional, 1 dimensional concern, 4 broke/cracked/damaged, 1 revision surgery, 20 device cracked/broken, 2 device failed, 12 dislocation, 3 pain, 12 infection, 17 trauma, 10 device loosening, 1 surgical technique, 13 stability/poor joint, 3 fixation, 4 malpositioned, 2 dissociation, 2 other), first for this lot. The root cause for the instability was reported as the shoulder being to tight. There is no information reported that showed a material, design, or manufacturing problem with the product. Disposed of.